Manufacturer narrative:
(B)(4) it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Stenosis is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014, a 2.25x23mm xience xpedition stent was implanted in the mid left anterior descending (lad) coronary artery lesion and a non-abbott stent was implanted in the distal lad. On (B)(6) 2015, re-stenosis of the xience xpedition was noted and on (B)(6) 2015 was treated with balloon angioplasty. The event resolved without sequela. There was no additional information provided.